Event description:
Revision of knee components. Details of the revision were not reported to the manufacturer. This event occurred outside the united states, in (B)(6).

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device were not returned for evaluation. Additionally, the catalog and serial/lot numbers were not provided, precluding a review of the device history records.